Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. It is likely, that an abnormality occurred in the image sensor unit, which led to the occurrence of the event. However, the root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Instruction manual ltf-s190-5 operation chapter 3 preparation and inspection: 3.8 inspection of combination functions with related equipment: ¦ inspection of endoscopic images. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope experienced no image. There were no reports of patient harm.